Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
On off button not functioning. No patient involvement.

Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2017. Upon receipt at heartsine, the device could not be powered off via the on/off button, as per the reported fault. The fault was attributed to the presence of multiple insects and debris within the device, most of which were observed across the membrane tail, including track 13 (on_button). This had created a high resistance and therefore a fault on the on_button line, leading to the reported issue. The insects had likely entered the device via the speaker housing, as evidenced by the holes in the speaker sealant, the insects adjacent to the speaker and the debris in the speaker housing. It is unclear when the insects had initially entered the device. However, information from the device memory suggests the user had been removing the pad-pak to power off the device on the (B)(6) 2020, which would suggest that the user had become aware of a fault on this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
On off button not functioning. No patient involvement.